Manufacturer narrative:
The insulin pump passed prime, displacement, basic occlusion, occlusion and excessive no delivery alarm test. Cracked reservoir tube lip, cracked battery tube threads, minor scratches on display window and cracked case near display window corners noted during visual inspection.

Event description:
It is reported that a customer was hospitalized for severe depression. The customer had a high blood glucose level of 593mg/dl. The customer stated that their insulin pump was not functioning correctly and insisted on having their pump replaced. The phone was dropped before the customer could complete the replacement process. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.